Manufacturer narrative:
Concomitant medical products: non-bd extension set. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported lipids leaked from the male luer that was connected to the filter set. The lipids were infusing at 0.4 ml/hr through the PICC line on a nicu patient that weighed less than 1000 grams. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Functional testing did not replicate a leak at the engagement between the extension set and non-bd filter set, or anywhere else throughout the sets. The connection between the extension set and non-bd set was tightly secured and had no visual damages or stress marks at that engagement. Visual and pressure testing also found no anomalies with the returned set. The root cause was not identified.